Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily.

Event description:
The customer reported that the device did not seal even though an end tone, indicating a completed seal cycle, was heard. A new device was used to complete the procedure without incident. There was no patient injury.